Manufacturer narrative:
Additional information was received on august 7, 2025 indicating that the event was not due to a tandem manufacturer device, as such, the initial MDR#2025-100323 was submitted in error.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.